Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. During the procedure the patient did not tolerate the placement well. The needle was positioned too high at first, then positioned too low and there was little bit of air. The last hyrodissection was a little deeper and the space acted as expected, nice and mid. The gel placement looked good on the ultrasound image. The physician read the magnetic resonance imaging (MRI) scan as a rectal wall infiltration. There were no patient complications reported as a result of this event.